Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old female patient was implanted with an impella cp device for mechanical circulatory support after coronary artery bypass graft (CABG) and aortic valve replacement (avr) procedure. During the impella cp support, the patient experienced suction issues despite repositioning the pump multiple times. The decision was made to explant the impella cp device early to resolve.